Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: visual evaluation of the returned device finds damage to the trial. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attune shims cracked. Rep found during inspection and not during surgery.